Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(6). (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-03149. It was reported that in-stent restenosis occurred. The in-stent restenosed previously placed unspecified bsc stent was located in an anastomotic shunt in a severely tortuous and moderately calcified vessel. A 4.5-4/4t/90 symmetry¿ balloon catheter was advanced for dilation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was simply and completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.